Event description:
Subsequent to the initial MDR, additional information was provided on 05/29/2024. It was reported that the patient went to the hospital on (B)(6) 2024 around 3:00pm and was discharged the following day at noon. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a "g7 wearable failure" was reported. The sensor was inserted into the arm on (B)(6) 2024. On the day of the event, the patient was not receiving cgm readings because of a pairing issue that occurred happened with two wearables. The patient experienced symptoms of diabetic ketoacidosis (dka). He felt weak, dehydrated, and had an upset stomach. He tested his sugar using a blood glucose meter (bg) and his reading was 332mg/dl. He did not take any medication and decided to visit his endocrinologist. He was then advised to go to the hospital for further evaluation and treatment. At the hospital, nurses conducted another fingerstick test, resulting in a reading of 278 mg/dl. There, the patient was treated with 1 IV bag of fluids. At that time, there was no cgm reading on his tandem pump because he was experiencing pairing issues with the wearable device. The patient was told to stay overnight, transferred to a room, and advised to insert a new sensor. At the time of the report the patient was feeling better. Data investigation could not confirm a pairing failure. However, wearable failure was found in connection to the reported allegation. The allegation was not confirmed via data. However, it was found that a wearable failure occurred. The probable cause was determined to be low count aberration. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of diabetic ketoacidosis.